Event description:
The customer reported that the system failed to boot-up. Customer tried again and the system booted-up.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep checked with customer. He had not had any additional issues with the system at this time.